Event description:
Pre-discharge, a minor ipsilateral ischemic stroke was reported. Permanent embolic ischemic event of the left eye; the patient recovered without sequelae. Please use reference MDR 2183870-2009-00193 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.